Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy with chest anastomosis procedure, the sureform 60 stapler instrument fired a green reload and the target tissue was pushed and bunched instead of cut. An intuitive surgical inc. (Isi) clinical sales representative (csr) was not present during this event, but was in the hospital and was called into the room after the event occurred. This event occurred while the surgeon was stapling the stomach to create the gastric conduit. The surgeon reportedly unclamped the stapler jaws, and the stomach tissue relaxed and was no longer bunched. The surgeon used suction to remove the loose staples. The surgeon next stapled lateral (closer to conduit side) to this previous line that bunched. The surgeon placed the stapler were there would not be crossing staple lines, and sutured the location where there was a cut without staples due to no crossing staple lines. Isi has attempted to contact the surgeon of this procedure to obtain additional information, however no response has been received at this time.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication has been deemed product related. Isi received the sureform 60 green reload involved with this complaint and completed the device evaluation. Failure analysis confirmed/replicated the reported event. The reload was found to have the knife exposed within the knife track. The reload was not found to have a firing failure based on the stapler logs. Visual inspection was performed and all the staples appeared to have deployed. Common causes of exposed reload components are typically attributed to the user. Example: firing across a staple line or other obstructions. Additional observations not reported by site that are related to the customer reported complaint: the reload was disassembled in-house for inspection. The reload was found to have cartridge damage along the knife track, and a damaged blade. Root cause of these failures are attributed to the user. The reload was observed to have lodged, malformed staples bunched up where the exposed knife is located, and pusher damage. Root cause of this failure is attributed to component failure. A follow-up MDR will be submitted if additional information is obtained. Isi received the sureform 60 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis could not replicate/confirm the reported event. The instrument was placed and driven on an in-house system. The instrument passed initialization multiple times. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired, and unclamped successfully twice. The instrument was fired with sureform green 60 reloads twice. No firing failures both during in-house testing and during log review of remotefe and dsp logs. There is no problem detected. A failure analysis engineer reviewed the stapler logs for this event: logs show part number 480460-09, lot number l10221012-0267 was installed on the system arm2 3x and fired 3 reloads (1 white, 2 green, in that order). On install 2, the system failed to detect the reload color and the user manually selected the green reload via the interface on the surgeon side console (ssc) touchpad. There were no incomplete clamps, incomplete unclamps, or firing failures for this instrument. Firings 1 and 2 were completed with 1 pause for compression each. The 3rd firing was completed with no pauses for compression. There were no stapler related errors in the msc logs. Logs are attached. A system log review was performed for this procedure: no relevant errors were observed during this procedure. This event is being reported due to the following conclusion: during a da vinci-assisted transthoracic esophagectomy with chest anastomosis procedure, the sureform 60 stapler instrument fired a green reload and the target tissue was pushed and bunched instead of cut. The surgeon took additional tissue due to this event.